Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer reset the pump during troubleshooting, and the malfunction did not recur. Technical support instructed the caller to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.